Manufacturer narrative:
4/3/1998-supplement #1 sent to FDA. Device not available for evaluation.

Event description:
The product was used during a total gastrectomy procedure. Reportedly, the staple line was incomplete. The surgeon resected the incomplete staple line and applied another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.